Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). It can be confirmed that on the returned device the locking button is missing. The locking button was not returned. The device was manufactured on 15th of january 2001, therefore it is suspected to be in use for approx. 18 years. The end of the product's service life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use. The most likely root cause is wear and tear as the device is in use for approx. 18 years. After consulting the related IFU, the products intended use and the responsible product manager the described event of the button falling into the patient seems to be unlikely. The handle is used in combination with different working elements which are introduced into the patient through a trocar. The handle and the concerting button remain outside the trocar and outside the patient. It is more likely that the button was loosened during cleaning and sterilization or preparation of the instruments with the working element. This is also supported by the reported x-ray result of no evidence of cap remained in patient. No further action required - no indication for a manufacturing or material related issue. Each instrument must undergo a functional check and defective instruments must be removed from circulation (IFU).

Event description:
It was reported that there was event with a "handle". Intra operatively noticed that black plastic cap was missing from release button on handle. Surgeon informed. Search for cap unsuccessful. Company contacted to find out if plastic cap x-ray detectable, which was confirmed. Patient x-rayed in ward. No evidence of black cap on x-ray.